Event description:
It was reported that pump touchscreen became cracked and shattered after weight fell on pump while customer was working out at gym, causing display to be illegible and touchscreen to be unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.